Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight, opening extended on the radius and red particles in the shell. A visual and microscopic analysis was performed which identified a sharp opening on the radius, creases fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "due to rupture".

Event description:
Healthcare professional reported a left side rupture. Device has been replaced.